Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (batteries are not charging properly) was confirmed. Upon evaluation, there was contamination on the battery board inside the charger/modem. The cause of the inability to properly charge the batteries is the contamination on the battery board. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem. The patient received a replacement charger/modem.

Event description:
A (B)(6) female patient contacted zoll customer support to report that her batteries were not charging properly. The patient was issued a replacement charger/modem.